Manufacturer narrative:
Additional information has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.

Event description:
A 4.5mm lcp condylar plate broke post operatively and was removed during revision surgery. Pt was involved in a motor vehicle accident which resulted in multiple extremity fractures, (bilateral lower extremity and left upper extremity). Pt was initially treated with external fixators. Fixators were removed and subject plate was implanted on the distal femur. Pt went to 'nonunion with resultant fracture of the hardware' and was revised.